Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported clip opened during final arm angle (faa) testing and clip jumping were not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported clip opening during faa testing and clip jumping could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An ntr clip delivery system (cds) was advanced. At the start of the deployment processes, the final arm angle (faa) test was performed; however, the clip did not failed to establish final arm angle (efaa). The faa test was performed again, but this time, the clip arms jumped open to an inverted position. The clip was retracted in the left atrium (la) and troubleshooting was performed. While in the la, faa was tested and the clip performed as intended; therefore, the decision was made to grasp the leaflets for a third time. However, the clip again failed to establish final arm angle. The clip was removed and replaced. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.